Event description:
Caller states customer had low blood glucose symptoms with result of 431 mg/dl obtained on the aviva system. Customer then tested 50 mg/dl on a non-roche meter, and 115 mg/dl on the aviva system. The reported values were all obtained within 10 minutes. Caller treated customer with syrup; customer's condition has improved. Requested return of suspect device and replacement was sent.